Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system multiple drawers were failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) identified that the rear controller and the drawer 2.2 board were faulty. Both components were replaced to resolve the issue. After replacement, the drawers were configured using the customer¿s login credentials, as the fse login was not functional. The testing confirmed that the previously failed drawers were operational.